Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The bars on battery will go down and when the chair is turned off and turned on again the battery bars will go up again.